Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to remove nail as there was infection present. The screw head stripped on attempt to remove and screw appeared to be cold welded to the nail. Smith and nephew do supply the equipment for removal of problem screws, resulting in surgery time of approximately 3 hours.